Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the thread of the five (5) screws distorted before the ablation procedure. It was noted the initial bi-maxillary osteotomy was a routine procedure. The patient¿s condition is consolidated.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during ablation of osteosynthesis devices, the screw threads of five (5) screws were twisted and bent. It was necessary to use a trephine drill in order to perform the ablation. The procedure was successfully completed. One screw had to remain implanted. No patient consequence reported. Initial procedure was bi-maxillary osteotomy performed on (B)(6) 2019. This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This is report 3 of 5 for complaint (B)(4).